Event description:
It was reported diagnostics indicated the lead implanted at the t12 level exhibited high impedance readings. A possible fracture of the lead was suspected. Surgical intervention was undertaken and the lead was removed. A replacement lead was attempted to be implanted, but was not due to a cerebrospinal fluid (csf) leak (reference MFR report: 3008829311-2017-00670).